Manufacturer narrative:
(B)(4).

Event description:
The pt fell directly onto her implantable neurostimulator. At that point she stopped feeling stimulation. She called pt services. Interrogation with the pt programmer revealed the device was off. The pt turned the therapy amplitude down to 0.0 volts before turning the implantable neurostimulator back on. The device was turned back on. The amplitude was increased slowly to a comfortable level. The pt felt stimulation in the wrong location, in her left leg. The pt was referred to her physician. Add'l info has been requested. A f/u report will be submitted if add'l info becomes available.